Event description:
The hospital reported that during a coronary artery bypass procedure, after the heartstring iii seal was deployed, the device created two slight tears in the aorta on both sides of the tension spring. The tears allowed blood to flow where the physician was stitching. The heartstring iii seal was left in place. Small pieces of the pericardium tissue were cut and stitched over the two cuts to reduce the blood flow and reinforce the area to prevent further tearing. The same heartstring iii device was used to complete the procedure. No additional pt effects were reported. The hospital intends to return the product in question. The physician indicated that the pt had "normal calcification" and the tissue was not softer than usual. The mean blood pressure was greater than 55mmhg. The physician did not have info regarding the diameter of the pt's aorta.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).